Event description:
It was reported that the patient presented for a post implant check. Upon interrogation, it was noted that the atrial leadless pacemaker (lp) was capturing the ventricle. Dislodgement was confirmed via x-ray. It was noted that the lp was lodged in the right ventricle in the tricuspid apparatus. The lp was explanted and replaced. The patient was stable.